Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was being performed when the issue occurred and was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the c arm geometry movements were unavailable. The review of system log files showed motor feedback error. Upon troubleshooting, the fse found the motor assembly was broken. To resolve the issue, the fse replaced the clea2 arc rotation motor, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.